Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in a building that was struck by lightning. When the patient performed their carelink transmission, they noticed that the device was reset and the parameters were unchanged. Device is still in use. No patient complications have been reported as a result of this event.